Manufacturer narrative:
E1: alternative physicians: (B)(6). B3: approximated to (B)(6) 2025, based on the date the manufacturer became aware of the event. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on an unknown date. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. There were no patient complications reported as a result of this event.